Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9092819. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-04-02. Medical device lot #: 9273479. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-09-30. Medical device lot #: 0003985. Medical device expiration date: 2021-03-31. Device manufacture date: 2020-01-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the tubes are under filling with a bd vacutainer® k3e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: tubes underfill, foam (bubbles).

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the tubes are under filling with a bd vacutainer® k3e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter, translated from russian to english: tubes underfill, foam (bubbles).